Event description:
On (B)(6) 2012, it was reported that, on this date, this patient underwent generator replacement surgery. The patient was reimplanted without issue. Attempts for product return have been unsuccessful. It was reported that the explanting site does not return devices explanted due to end of service. A manufacturer's consultant confirmed the reason for explant was due to end of service.

Event description:
On (B)(6) 2012 clinic notes from a vns treating neurologist were received through case management. Review of the clinic notes dated (B)(6) 2012 revealed that four days prior the patient had experienced 8 generalized tonic-clonic seizures lasting 45 seconds each, all within a three-hour period. The physician stated that the magnet swipe was seemingly not effective. The nurse practitioner interrogated the vns and determined that the battery life was low and the patient was referred for battery replacement. Although surgery is likely, it has not yet occurred. Additional information has been requested from the physician but no further information has been received to date. A battery life calculation was performed which showed a negative amount of time until the elective replacement indicator (eri) flags as 'yes'.

Manufacturer narrative:
.